Manufacturer narrative:
The device history records are being reviewed. The stent remains implanted. The investigation is currently underway.

Event description:
It was reported that approximately one year post-implant, the pt presented with pain and claudication. Angiography images demonstrated a kink and complete occlusion of the stent. Angioplasty was performed and another stent was implanted, which resolved the kink and restored flow. The pt tolerated the procedure well.